Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B) (6) 2010. The peg kit was being used in conjunction with a jejunal feeding tube for the purposes of administering medication for the advanced stage parkinson's disease. According to the complainant, post procedure on (B) (6) 2010, the bolster became buried in the stoma. The patient experienced pain, inflammation and infection. The patient stopped infusion of the parkinson's medication. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect model/catalog number, device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. The peg kit was being used in conjunction with a jejunal feeding tube for the purposes of administering medication for the advanced stage parkinson's disease. According to the complainant, post procedure on (B)(6), 2010, the bolster became buried in the stoma. The patient experienced pain, inflammation and infection. The patient stopped infusion of the parkinson's medication. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction: event date occurred in (B)(6), 2010 the exact date cannot be confirmed. Additional information received: the physician administered antibiotic therapy for the pain, inflammation and infection. The peg tube was replaced with another manufacturer's device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on (B)(6), 2010: the patient's condition was reported to be steady. The infusion of the parkinson's medication, duodopa, was resumed on (B)(6), 2010.

Manufacturer narrative:
(B)(4).